Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that when insulin pump gets to 30 units, insulin stops delivering which causes blood glucose to elevate between 300 mg/dl and 500 mg/dl. Customer was not able to see insulin pump in order to troubleshoot. Territory manager was contacted in order to further assist customer.